Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported '0,1,2 and 3 buttons on the keypad do not work' which was reproduced during evaluation. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the number keys 0, 1, 2 and 3 were not working on a spectrum pump. The event happened in the general patient ward. There was no patient involvement. No additional information is available.